Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted and 100% present, not detached as reported. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that the tissue pad came off of the device during an unknown case. The pad did not fall off in to the patient. The case was completed with a second same device. No patient consequence. Device will be returned